Manufacturer narrative:
B4:12aug2021. After reviewing this file it was determined that MDR was reported in error. The nav-ring issue was found while performing preventive maintenance.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the nav-ring is not working. The customer is unable to adjust the settings. The customer contacted product support and request nav ring replacement. The customer reported that the unit was not in use on a patient.